Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The cine drive was re-formatted. The system software were re-loaded. The customer was instructed to plug the system into another outlet which did not have a loose fit. The system was tested and is operating as intended.

Event description:
The customer reported that the 9900 system lost cine and static images. No pt injury was reported.